Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with sepsis. Test results were positive for staph infection. The root cause of the infection was undetermined. Patient¿s entire system was explanted. There was no allegation that the infection was due to the system or implant procedure. Antibiotics were prescribed and system was not replaced. Patient was stable before and after the procedure.